Event description:
It was reported that, four months after implant procedure, the pump of this inflatable penile prosthesis (ipp) would occasionally become stiff when squeezed, making it difficult for the patient to press it. This caused significant pain and distress. Additionally, excessive force was required to release the pump and return it to its initial state. A surgical procedure was performed to remove and replace cylinders and pump. No patient complications were reported.